Event description:
The physician reported the coil became wrapped around the distal end portion of the introducer sheath, and could not be pulled back through the introducer sheath during an embolization procedure. The physican did not disclose the method used to retrieve the reportedly defective device. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The main coil and introducer sheath in question were returned to boston scientific for further investigation. The pusher wire was not returned. Upon inspection of the devices, the introducer sheath was found kinked at the twist lock section, and at 21cm from the distal end. The coil was broken at the pet section, and extensively stretched at the proximal end. Also, two kinks were found along the coil. Excluding the length of the stretched coil, all dimensions were measured and found to be within specifications. Boston scientific completed a review of the device history record, and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Further information regarding the complaint was requested. Based on the information provided by the hospital, it was established that no damage was noted to the packaging, and that there was no difficulty experienced when removing the unit from the dispenser coil. In addition, no friction was felt as the coil was advanced from the introducer sheath. The coil and the distal end of the introducer sheath were still in saline solution when the physician tried to pull the coil back into the introducer sheath. Consequently, because no friction was felt when the coil was advanced, and no anomalies were found at inspection, the coil was probably kinked during the saline soak and was then stretched and broke when the physician tried to pull it back into the intoducer sheath. It was not possible to determine why the coil was kinked. However, a second coil from a different lot number was reported for the same defect during the same event. Therefore, it is probable that both coils were kinked as a result of a poor handling during the saline soak. However, due to the lack of information provided by the hospital and lack of a returned pusher wire for inspection, boston scientific could not determine a root cause.